Event description:
It was reported to a physio-control service representative that the customer's device randomly prompted ¿motion detected¿ even when there was no motion. Motion artifact may affect the ECG signal resulting in an inappropriate shock or no shock advised message. Motion detection may also delay analysis of the ECG. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device but could not observe any failure. It was observed that the motion alarms were functioning properly. The device would analyze an ECG, and charge and shock defibrillation energy correctly. Proper device operation was observed through functional and performance testing. The device was opened and an internal inspection was performed without observing any discrepancies. A conclusive cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.